Event description:
It was reported that the implantable cardiac monitor (icm) device interrogated successfully soon after implant, but one week later it did not interrogate even with use of multiple programmers. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device indicated shorting/low impedance in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).